Manufacturer narrative:
A review of lot c142 was performed and there were no non-conformance associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #52: collect line air detected, alarm #18: system pressure, and pressure dome membrane leak and an upward trend was detected for alarm #18. Alarm #18 was investigated through CAPA (B)(4) and CAPA (B)(4); both of these capas have been closed. Pressure dome membrane leaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). The assessment is based on information available at the time of the investigation. Evaluation of the photographs and smart card data is still in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).

Event description:
Customer reported a collect pressure dome membrane leak. Previously in the procedure: alarm #18: system pressure at 571 ml wbp. After resetting this, alarm #52: collect line air detected occurred. There was no air visible in the collect line. Customer then noticed fluid at the position of the collect pressure sensor. Patient's condition was fine. Treatment was ended, blood was returned to the patient. No service order was generated. Photos and smart card data were sent for investigation.